Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes were severely enlarged", "intracapsular rupture", "complete rupture of the implants with distribution of liquid silicone over the entire area", "capsular fibrosis"

Event description:
Patient representative reported "capsular fibrosis", "intracapsular rupture and an implant defect" and "deformity" diagnosed via MRI. "Complete rupture of the implants with distribution of liquid silicone over the entire area" diagnosed via pathological exam. "Increased fear and is exposed to severe psychological stress", "severe pain and a feeling of pressure", "breast implant illness". This record is for the left side. Device has been explanted.